Manufacturer narrative:
Based on the results of the actual product check and past investigations, the knife wire ruptured and protruded from a different part than where it was originally supposed to protrude. It is likely that the knife wire rupture was caused by the following mechanism: 1) the forceps stand of the endoscope was raised, and the knife wire in the area where the wire coating was torn came into contact with the tip of the endoscope. 2) the knife wire was passed through in the condition described in 1). 2. The knife wire was energized in the state described in 1. Above, and the knife wire became hot instantaneously at the contact point, leading to rupture. It is assumed that the tearing of the wire coating was caused by the following factors. However, the definitive root cause could not be determined. - due to factors such as the knife wire being bent due to the slider being pushed a little, the wire coating came into contact with the metal tip of the endoscope and rubbed. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the sphincterotome exhibited the knife wire was broken and the wire coating was torn. There were no reports of patient harm.